Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. Patient was advised to reset the device and the reported issue was resolved. At the time of contact, the patient did not report any injury or medical intervention.